Event description:
A customer reported he experienced a "scan timeout/scan error" message upon scanning the adc freestyle libre sensor, and as a result, was unable to monitor his glucose levels. The customer was taken to the emergency room where he was diagnosed with hypoglycemia and treated with a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the product. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported he experienced a "scan timeout/scan error" message upon scanning the adc freestyle libre sensor, and as a result, was unable to monitor his glucose levels. The customer was taken to the emergency room where he was diagnosed with hypoglycemia and treated with a glucagon injection. There was no report of death or permanent injury associated with this event.